Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, the rpms did not display on the rotablator console. The procedure was completed with this device. Patient status was listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for evaluation. The console was tested using a gold foot pedal and a rotalink 1.75mm burr. There was no rotational speed (no burr rotation, no rpm display) in dynaglide mode or turbine mode due to a massive gas/air leak at the turbine pressure switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, the rpms did not display on the rotablator console. The procedure was completed with this device. Patient status was listed as fine.